Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2022, for the treatment of prolapse. During the procedure, it was noted that the cage of the capio device was unable to catch the dart. Additionally, the dart detached from the suture and fell to the ground. The procedure was completed with another capio slim device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).